Event description:
A user facility submitted a repair request to the olympus service center, for an evis exera ii bronchovideoscope, exhibiting no image on monitor due to possible cable defect. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, electrical connector mouthpiece pin leaking, electrical safety checks failed, distal end cover cracked, angle rubber glue separated, connecting tube dented, universal cord wrinkled/scratched, and electrical connector unit corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the el-connector leaking during the user handling, and fluid invaded the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.